Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding automatic symptoms and clinical events associated with automatic reprogramming of implantable pulse generators (ipgs) at replacement notification. It was reported that 83 of 266 patients in the study presented with complaints of dyspnea, fatigue, edema, dizziness, palpitations, chest pain, and syncope post notification of their device needing to be replaced. Many of these symptoms were attributed to pacemaker syndrome due automatic reprogramming of the lower rate limit, atrioventricular synchrony, and rate response settings. Device replacement took place as necessary. No further patient complications have been reported as a result of this event.